Event description:
During cardiopulmonary resuscitation (CPR) and code monitoring patient had a defibrillation electrode pad placed on left posterior chest. Upon removal it was noted that a blister developed at the electrode adhesive site. Pad was not saved, but reported to biomedical. Manufacturer response for defibrillator electrode, onestep CPR a/a (per site reporter). Awaiting reply.